Event description:
Physician reported that he saw particulate in the eye of his pt during a cataract extraction procedure using this phacoemulsification handpiece.

Manufacturer narrative:
Correct serial number for this unit is p10140. The date of manufacture has been entered in section h.4.